Event description:
Earlier today in the center for pain management, a cold pack was being used to treat post-procedure back pain. The patient began reporting that her back felt wet and burning. Nursing assessed the patient and found that the cold pack had ruptured and was leaking onto the patient's skin and clothing. Nursing cleaned the patient's skin with sage wash wipes and a towel, removed and replaced the incision bandages, and assessed the skin. No abnormal findings with the skin assessment. The patient reported that the burning had stopped following cleansing of the area. The physician was notified of the event.